Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim #: (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients left eye (os) . The lens was reported as excessive vaulting and the patient experienced a refractive surprise. The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5 - lens was exchanged on (B)(6) 2023 with a shorter length lens, different diopter and problem was resolved. Reportedly, "patient is happy! The doctor chose the lens himself. The delivery time of the exposed lenses of the expert was to long for him. The small amount of remaining refraction is corrected by laser touch up". Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.2 vticm5_13.2 -3.0/3.0/098 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Reportedly, "a decision on a possible lens exchange is still being made." Cause of event reported as unknown. Claim# (B)(4).